Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device has a burning/ smoke/ electrical odor and also alleged headache, dizziness, flim in chest, lightheaded. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device has a burning/ smoke/ electrical odor and also alleged headache, dizziness, flim in chest, lightheaded. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. Upon initiating therapy using a verified power supply and ac cord, airflow was confirmed and no unusual odors were detected. External and internal inspections revealed various forms of contamination. At the air input of the blower box, white and black dust-like substances, black residue inconsistent with degraded sound abatement foam, and tiny hairs or fibers were observed. Similar black dust-like contamination was found near the modem and sd card accessory areas, and unknown contamination was present on the rotary knob. The iso port contained white and black dust-like material, also inconsistent with degraded foam. Internally, grayish residue was noted on the inside surfaces of the top and bottom enclosures and the back panel. Light white dust-like contamination was found on the blower box and motor, along with potential white mineral deposits on the bottom of the blower motor and box, suggesting possible water ingress. At the air outlet of the blower box, black contamination consistent with keratin was observed, along with additional black dust-like material and tiny hairs or fibers. No evidence of degraded sound abatement foam was confirmed during the investigation. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concluded that there was no visible damage or functional failure observed in the device, indicating that the source of the contamination was likely external. As a result, the reported complaint could not be confirmed, and the specific symptoms described could not be replicated or addressed during the investigation. Sections d8, d9, h2, h3, and h6 were updated.